Event description:
It was reported that the right ventricular (rv) lead was not sensing or capturing after the pacemaker patient was externally defibrillated out of ventricular tachycardia (vt). Changing pacing and sensing configurations only resulted in pectoral stimulation. As the patient experiences vt, it was decided to replace the pacing lead with a high voltage lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).